Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped working and the screen was showing a circle with a dot inside. The alarm history was checked and it showed multiple battery out limit alarms. The customer stated that the alarm occurred during normal use and he was changing the battery each time the alarm occurred. He also found a no delivery alarm in the history. The customer also mentioned he was unable to go through the bolus menu; it was found that the insulin pump had a block activated which was turned off and the customer was able to navigate. Blood glucose value is unknown. It was advised that a replacement battery cap would be sent and to monitor the device. The insulin pump will not be returned for analysis.